Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 13-jun-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for 30 mins to 1 hour. The patient replaced infusion set and resumed insulin successfully. No further information available.